Event description:
It was reported the patient had an infection, with symptoms of incisional wound opening/drainage. The device was explanted after four and a half months. The outcome was reported that the patient was alive and without injury or adverse event. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the ins was removed due to allergy or infection. It was reported the leads were still in place and the health care provider (hcp) does not believe the patient will get another implantable neurostimulator soon. It was noted there was no injury for the patient.